Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation dizziness and/or headache liver disease/toxicity other chronic cough, chest pain, clogged or stuffy noesis, fatigue, phlegm. Fatty liver. The patient did not report to receive medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.